Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("ovarian cyst"), dysmenorrhoea ("horrible pains for a few months with really odd periods"), menometrorrhagia ("periods 10-12 days late, lasting 10 days"), migraine ("migraine") and pain ("whole body hurts"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, ovarian cyst, dysmenorrhoea, menometrorrhagia and pain outcome was unknown and the migraine had resolved. The reporter considered dysmenorrhoea, medical device removal, menometrorrhagia, migraine, ovarian cyst and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event migraine and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("ovarian cyst"), dysmenorrhoea ("horrible pains for a few months with really odd periods") and menometrorrhagia ("periods 10-12 days late, lasting 10 days"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, ovarian cyst, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, medical device removal, menometrorrhagia and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter information added as per the follow-up source document. 3 events of ovarian cyst, dysmenorrhea, and menometrorrhagia has been added incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.